Event description:
The user facility reported that following startup during weekly routine inspection, the display brightness of the automated impella controller would drop significantly. The device was rebooted multiple times, but the issue persisted. There was no patient involvement at the time of the failure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. E1-initial reporter name is unknown.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. Data analysis: upon reviewing the logs, no evidence was found to confirm the display flashing or brightness issue. Device analysis: this console was tested. During testing with the cassette and pump, neither the lashing/flickering screen issue nor the brightness issue could be reproduced. The lvds cables and backlight led cables were confirmed to be appropriately connected. The voltage at the 4-in-1 connector (x25) was measured at 23.78v under ac power, as intended. Root cause: the root cause of the flashing display and brightness issue could not be determined due to the inability to reproduce it. D9 device returned to manufacturer date added b3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-29943.